Manufacturer narrative:
A 510 (k) # is k062195. Supplemental #1 (B)(6) 2010. This device has been returned and evaluated by lifescan product analysis with the following findings: the (meter) involved in this case passed testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this... Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on (B)(6) 2010, he tested his blood glucose and obtained an elevated reading of 190 mg/dl. He did not take any diabetes medication after obtaining the high reading. Prior to eating at 9:00 am, the patient developed symptoms of shakiness and sweating. The patient retested and obtained a very low reading; however, does not recall the result. The patient also ran a quality control test and the test strips passed using the control solution. The patient ate his breakfast and felt better. He contacted his physician due to the alleged issue and has a schedule appointment this week. The meter was replaced. The complaint is being reported since the patient alleged, that obtained a high reading and within an hour developed symptoms suggestive of hypoglycemia and self-treated with food and felt better.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the kci representative reported via telephone that a patient experienced bleeding and had to be admitted to the hospital. On 01 oct 2010, kci global safety spoke with the nurse who reported that a non-compliant patient who repeatedly cancelled the wound care appointments and missed scheduled dressing changes, came into the wound care clinic on (B)(6) 2010, for a dressing change to his chest wound. According to the nurse, the patient had not had a dressing change since (B)(6) 2010. The foam was adhered and as the nurse removed the dressing, the patient started actively bleeding. It was reported that the nurse was unable to control the bleeding with direct pressure and hemostasis was difficult to achieve. The patient was transported to the emergency room. It was reported that the patient's estimated blood loss was between 300 and 500 mls of blood. The patient did not receive a blood transfusion and was hemodynamically stable throughout the event; however, was admitted for overnight observation at the hospital. It was reported that the patient did not have any long term effects due to this bleeding event.